Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, a dent was observed in the bottom cover. The photographic imaging inspection revealed disturbed bond wires at the digital and analog chips. The device could not be recognized in a software program with some external sound processors. System lock could not be obtained at any spacing with an external sound processor. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The open device visual inspection revealed damaged bond wires on the digital and analog integrated circuit chips. The residual gas analysis result indicated a non-hermetic device. Due to the presence of the moisture getter, no signs of moisture were observed. The failure of this device is attributed to shorted wire bonds at the digital and analog integrated circuit chips, which prevented the device from achieving lock. A corrective action was implemented. This is the final report.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.